Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. Due to hospital policy, no further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system, serial number: (B)(6), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system, serial number: (B)(6), on (B)(6) 2017. On (B)(6) 2021, the patient expired due to unspecified reasons. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Heartmate 3 left ventricular assist system, serial number: (B)(6), was not returned for evaluation. No further information will be provided by the account, per hospital policy. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 12sep2017. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.